Event description:
Customer stated he noticed there are several lines on the spirit pump screen. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.